Event description:
The customer reported, the therapy cable pin was broken inside the therapy port.

Manufacturer narrative:
The customer reported, the therapy cable pin was broken inside the therapy port. The unit was evaluated at philips, and the problem was confirmed. Replacing the therapy port resolved the reported issue. The unit passed all testing and was placed back into service.